Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: p elite ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal and distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 36x2.5mm, concentric and de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After a 6f guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed leaving 80% residual stenosis. Following pre-dilatation, a 38 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: p elite ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal and distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 36x2.5mm, concentric and de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After a 6f guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed leaving 80% residual stenosis. Following pre-dilatation, a 38 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.